Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing stimulation at the pacemaker implant site. Upon interrogation, the right atrial lead exhibited noise with patient arm movements. Increased impedance was observed in bipolar configuration. Muscle stimulation was observed in unipolar configuration with the device would pulse. The right atrial lead was disabled on (B)(6) 2019. On (B)(6) 2019, the patient presented for a lead revision procedure. The lead was disconnected from the pacemaker and analyzed. Increased impedance was observed. Fluoroscopy was performed which noted right atrial lead damage. The lead was capped and replaced on (B)(6) 2019. The patient was stable throughout the procedure.

Event description:
New information received noted the right atrial lead appeared fractured under fluoroscopy.